Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative with an implantable drug infusion pump indicated for radiculopathy and spinal pain. The pump contained fentanyl at an unknown concentration and dose. It was reported a vibration sensation was coming from the pump. The pump started making noises again a week before the report. The patient stated the vibration from the pump "hurts my vagina". The patient initially stated the pump was located 1.5 to 2 inches away from her vagina, but then later described the pump in her lower left quadrant, left lower belly button. The pump vibrations radiated causing pain and discomfort. The patient described the vibration like someone doing a drill off and on. The patient became escalated and upset. The patient stated she felt like she was getting shocked; it was "not nerve pain" however. When she bent down she could almost make it vibrate. The patient stated she didn't wear pants because the waistband of the pants bothered her. The patient initially stated the pump didn't really help a lot, but then reported it helped some otherwise she wouldn't have it. The patient expressed frustration because the health care provider (hcp) directed her to call the manufacturer and the representative directed her to the hcp. The patient was going to follow up with the hcp. The patient stated she needed to evaluate whether the pump therapy was worth having a replacement. She was at the hcp's office that day, but did not see the hcp; she left him a note requesting the pump be replaced.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider on (B)(6) 2016. The onset date of the event was reported as (b)(6 2016. There was no apparent device issue, but the patient did continue to complain. After turning the pump down, the patient did not feel the vibrating and shocking sensation. The patient was dropped down to almost nothing and she did not feel the vibrating and shocking during that time, but did continue after turning her back up. The cause was not determined, but they were going with the theory that it was coming from the pump. The pump would be replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.